Event description:
A customer reported experiencing a cartridge alarm with their tandem mobi device during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to use multiple daily injections as a backup therapy while waiting for a replacement pump, which technical support agreed to send. The support team provided instructions for placing the pump into storage mode and organized the return of the faulty device using a pre-paid label.